Manufacturer narrative:
H6: code 515 ¿ tubular support placed inside a blood vessel, canal, or duct to aid healing or relieve an obstruction.

Manufacturer narrative:
A severe injury, illness or impairment which requires hospitalization or medical intervention. Use of an additional or alternative device was required to achieve optimal outcome. ¿ problem associated with the interaction between the patient's physiology or anatomy and the device that affects the patient and/or the device. Problem associated with the device being positioned in a location other than intended or specified. The investigation involved the analysis of relevant production records in view of supporting the identification of possible causes for the adverse event. The investigation involved communication/interviews (either interpersonal or through technical means, e.g. Phone, e-mail) with persons close to the adverse event, e.g. Healthcare professionals (doctors, nurses etc.), the affected patient(s) or other users including, where appropriate, relatives or others engaged in caring for the affected patient. The actual device involved in the adverse event was not returned for testing despite requests by manufacturer. Medical device remains implanted. The device either functioned as intended or a problem was not found. The investigation findings do not lead to a clear conclusion about the cause of the reported adverse event.

Event description:
The following was reported to gore: on (B)(6) 2021, the patient underwent endovascular treatment of a thoracic aortic aneurysm rupture using gore® tag® conformable thoracic stent graft with active control system with 2 debranch bypass. When the tgm454520j was implanted, the tgm454520j partial covered unintentionally the brachiocephalic artery due to the proximal landing zone was short. The blood pressure of the brachiocephalic artery was not changed. The physician decided to monitor it and to implant stent in the brachiocephalic artery if needed. A proximal type ia endoleak was suspected, but no treatment was performed. The procedure was concluded. On (B)(6) 2021, a reintervention was performed for the partial obstruction of the brachiocephalic artery. The type ia endoleak was not observed. A gore® viabahn® vbx balloon expandable endoprosthesis was implanted in the brachiocephalic artery.